Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had to change his sensor so he charged the transmitter and fell asleep and his wife checked his blood glucose and it was low at 45 mg/dl. Customer was treated by a glucagon shot. Customer declined troubleshooting for low blood glucose. The insulin pump would not be replaced or returned for analysis.